Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic with discharge, infection and erosion at the device site. The erosion of the leads was visible through the incision site due to improper wound healing derived from the infection. The gallant, right atrial lead and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.